Event description:
On (B)(6) 2010, patient reported her down arrow button on the infusion device is no longer working. Patient stated she noticed the issue on and off for the past 2 months when attempting to bolus. Patient reported the buttons pop back out. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.